Event description:
An endurant stent graft system was implanted in a patient and a reliant balloon was used for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that during the index procedure a final angio revealed a type iii endoleak (modular disconnection) were the limb and the bottom of the endurant aui met. The physician decided to reline with an additional limb and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); lack of information (unknown cause of endoleak). Conclusion: inherent risk of a procedure (endoleak); lack of information (unknown cause of endoleak).